Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump unexpectedly shut down. Customer reported that the pump could not sustain a consistent charge, the pump would briefly start charging then suddenly stop. The customer's blood glucose level was not impacted. Reportedly, customer will continue to use the pump for insulin therapy.

Event description:
It was reported that the pump unexpectedly shut down. The customer's blood glucose level was not impacted. Reportedly, customer will continue to use the pump for insulin therapy. In addition, customer reported that the pump could not sustain a consistent charge, but would briefly start charging then suddenly stop. Customer stated that the issue was due to the usb cable not working properly. Reportedly, an alternate cable would be used to charge the pump.

Event description:
It was reported that the pump unexpectedly shut down. The customer's blood glucose level was not impacted. Reportedly, customer will continue to use the pump for insulin therapy. In addition, customer reported that the pump could not sustain a consistent charge, but would briefly start charging then suddenly stop. Customer stated that the issue was due to the usb cable not working properly. Reportedly, an alternate cable would be used to charge the pump.